Event description:
It was reported that when a pt returned for their 6 month follow-up films, they noticed a mass in the biopsy site. The mass has not been identified at this time. The physician decided to continue to follow the lesion. Pt data requested, but not available.

Manufacturer narrative:
Date sent: 09/15/2009. Info is unavailable; device was not returned for eval.